Event description:
It was reported that when using the bd pyxis¿ es server, the station had issues with load/unload messages sent between pyxis and epic. The customer reported that over the past month, labetalol 20 mg/4 ml syringes were unloaded from all pyxis machines; however, they were not removed from the corresponding epic ads medication lists. The customer had to manually remove the labetalol syringes from approximately seven epic ads lists. Additionally, a labetalol syringe ordered for a neuroicu patient defaulted to dispense from sur hybrid because it remained on epic s ads list despite not being physically loaded in the unit, resulting in medication delays. The customer also stated that when staff pend a new medication to load over another being unloaded on the pyxis es server, the system should still send an unload message to epic once the medication is physically removed, but this did not occur. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the issue with load and unload message sent between pyxis and epic. A technical support specialist (tss) sent multiple emails to the customer but received no response. The case was closed due to the lack of customer communication.